Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance with a possible fracture and oversensing noise. The lead was capped and an existing rv lead that had previously been capped was reactivated due to concerns about vein patency. The patient uses the device primarily for sick sinus syndrome atrial pacing and only paces the ventricle 0.3%. The physician reported that if further problems arise with the rv lead, the physician will likely turn ventricular pacing off and fit the patient with an event monitor to determine if it can be left as a single atrial chamber device prior to attempting further lead revisions. No patient complications have been reported as a result of this event.